Event description:
It was reported that overnight following implant, the atrial lead dislodged and fell. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.